Manufacturer narrative:
Concomitant products: 1103 hvad pump implanted: (B)(6) 2020 and outflow hvad graft implanted (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock from their implantable cardioverter defibrillator (ICD) due to an atrial arrhythmia with fast ventricular response. The ICD remains in use. No further patient complications have been reported as a result of this event.